Event description:
It was reported that there were low out-of-range impedance values. It was noted that contacts 9-14 had readings less than 150 ohms. The reporter stated that the electrodes were tested in a snap lid connector cable and the impedances were ok. It was reported that the doctor suctioned the implantable neurostimulator port and reinserted the lead. All impedances were then good. No additional information was reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).